Manufacturer narrative:
Manufacturer's ref# (B)(4). This is a late report. Investigation is still in progress, a final report will be submitted upon completion.

Event description:
A complaint was filed on 07jul2022 about a hearing aid charger with evidence of melting at the ac adapter, not at the charger. Follow up information will be submitted once received.

Manufacturer narrative:
Manufacturer's ref#: (B)(4). This is a late report. Additional information: 05sep2022 (B)(6): trended case device investigation conclusion: functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purly a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. DHR conclusion. No deviation or changes were found during manufacturing. Risk register will be updated to include additional warning/caution to the users. Clinical evaluation of the event: from the previous investigations it is concluded that the high temperatures are generally limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause severe harm. However, to prevent any others being harmed going forward recommend user guides updated to recommend unplugging devices that are damaged and then waiting to touch until the device is no longer warm/a couple of hours. This is a final report. No further information is expected.

Event description:
A complaint was filed on 07jul2022 about a hearing aid charger with evidence of melting at the ac adapter, not at the charger. New charger being sent.

Manufacturer narrative:
Manufacturer's ref# (B)(4). This is a late report. Additional information: 05sep2022 aroy: trended case device investigation conclusion: functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purly a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. DHR conclusion. No deviation or changes were found during manufacturing. Risk register will be updated to include additional warning/caution to the users. Clinical evaluation of the event: from the previous investigations it is concluded that the high temperatures are generally limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause severe harm. However, to prevent any others being harmed going forward recommend user guides updated to recommend unplugging devices that are damaged and then waiting to touch until the device is no longer warm/a couple of hours. 26sep2022 follow up received: this is a final report. No further information is expected. Corrected data e1: initial reporter information corrected.

Event description:
A complaint was filed on 07jul2022 about a hearing aid charger with evidence of melting at the ac adapter, not at the charger. New charger being sent. Follow up received on 26 sep 2022: incident happened in mid april. Ha's needed charged so patient had to plug them in to charge, & then charger got hot and started melting while hearing aids were charging. The user is a 81 year old male. Date of purchase: 6/11/20, device covered in warranty. The age of the device is 2 years. The device has been returned on 3/31/22 and new charger received on 7/1/22.